Manufacturer narrative:
.

Event description:
Clinic notes were received dated 02/03/2015 which indicate the patient is feeling more depressed and anxious since her last visit. Lately she hasn't noticed the vns much for the past year and she is getting more depressed. The patient was referred for a generator replacement, although surgery is likely it has not occurred to date. Good faith attempts for further information from the physician were made but no additional information has been received to date.

Event description:
It was found through clinic notes that the patient's generator had been replaced. The explanted generator was discarded. No further relevant information has been received to date.